Event description:
It was reported thrombus, device embolization and death occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was heparinized with 10,000 units of heparin during the trans-septal puncture. The watchman access system (was) was guided into the laa with the pigtail catheter. A 24mm watchman laa closure device and delivery system (wds) was prepared. They removed the pigtail catheter and noticed there was no back bleed. The patient's activated clotting time was 120, so the IV was inspected and there was no disruption in the IV. Another 10,000 units of heparin was given to elevate the act into therapeutic range. They inserted the wds and deployed the closure device. Immediately after deployment, the echocardiographer noticed a thrombus forming in the left atrium that appeared to be attached to the wds. Another 10,000 units of heparin was administered while evaluating the release criteria. They finally got an act above 300. The thrombus was attempted to be aspirated, but unsuccessful. The patient also received tpa as a further attempt to dissolve the thrombus. Transesophageal echocardiogram (tee) was poor and they were unable to get full clarity on the device measurements. The closure device was compressed approximately 10-12%. They could not do any contrast injection for fear of dislodging the thrombus, so they were unable to assess seal on the device via tee. Color doppler was attempted but with poor imaging and result. The release criteria were not fully assessed, but due to the size of the thrombus that had formed and inability to aspirate it, they needed to release the device. The tug test was deemed adequate by the physician, so the closure device was released. After release, the thrombus was aspirated via the sheath. The patient was taken for a stat computed tomography (CT) of the brain in the post anesthesia care unit (pacu). The CT was negative for stroke. However, 30-45 minutes after the device was released, the patient became hypotensive and a transthoracic echocardiogram (tte) was performed and noted that the device had migrated to mitral valve. It appeared entrapped in the chordae tendineae papillary muscles. Surgery was consulted for device extraction but given the tpa that was administered, it was advised that the surgery would be performed the following morning. Surgery was performed and extraction was successful. The left atrial appendage was clipped and there was some damage to the mitral valve in order to fully evacuate the closure from the heart. The patient was stable and in the intensive care unit (ICU). However, the patient had multiple comorbidities that did not allow him to recover. He was never extubated, had multiple occasions of respiratory distress, kidney failure, and finally he acquired fever (likely septic) and he passed away four days post procedure.

Event description:
It was reported thrombus, device embolization and death occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was heparinized with 10,000 units of heparin during the trans-septal puncture. The watchman access system (was) was guided into the laa with the pigtail catheter. A 24mm watchman laa closure device and delivery system (wds) was prepared. They removed the pigtail catheter and noticed there was no back bleed. The patient's activated clotting time was 120, so the IV was inspected and there was no disruption in the IV. Another 10,000 units of heparin was given to elevate the act into therapeutic range. They inserted the wds and deployed the closure device. Immediately after deployment, the echocardiographer noticed a thrombus forming in the left atrium that appeared to be attached to the wds. Another 10,000 units of heparin was administered while evaluating the release criteria. They finally got an act above 300. The thrombus was attempted to be aspirated, but unsuccessful. The patient also received tpa as a further attempt to dissolve the thrombus. Transesophageal echocardiogram (tee) was poor and they were unable to get full clarity on the device measurements. The closure device was compressed approximately 10-12%. They could not do any contrast injection for fear of dislodging the thrombus, so they were unable to assess seal on the device via tee. Color doppler was attempted but with poor imaging and result. The release criteria were not fully assessed, but due to the size of the thrombus that had formed and inability to aspirate it, they needed to release the device. The tug test was deemed adequate by the physician, so the closure device was released. After release, the thrombus was aspirated via the sheath. The patient was taken for a stat computed tomography (CT) of the brain in the post anesthesia care unit (pacu). The CT was negative for stroke. However, 30-45 minutes after the device was released, the patient became hypotensive and a transthoracic echocardiogram (tte) was performed and noted that the device had migrated to mitral valve. It appeared entrapped in the chordae tendineae papillary muscles. Surgery was consulted for device extraction but given the tpa that was administered, it was advised that the surgery would be performed the following morning. Surgery was performed and extraction was successful. The left atrial appendage was clipped and there was some damage to the mitral valve in order to fully evacuate the closure from the heart. The patient was stable and in the intensive care unit (ICU). However, the patient had multiple comorbidities that did not allow him to recover. He was never extubated, had multiple occasions of respiratory distress, kidney failure, and finally he acquired fever (likely septic) and he passed away four days post procedure. It was further reported that the final cause was infection. The patient was put on the pump for device extraction. The valve was damaged because of the device being entrapped near the valve and the valve was repaired successfully.